Event description:
The procedure was stenting of the right external iliac via the left femoral artery. The protege everflex stent was deployed, but while attempting to remove the delivery system the physician felt resistance. The physician pulled on the system to attempt to remove it. After several attempts he removed the delivery system, wire and the sheath together. Once it was out of the patient the physician cut the sheath to verify the delivery system was intact. Inside the sheath was part of the stent. An angiogram was taken and it was noted the stent had broken into 2 parts. A covered stent was placed over the piece of the protege everflex stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.